Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called about sensor issues and calibration errors. Customer's blood glucose was 181 mg/dl. She stated she got a calibration error this morning after eating, but her blood glucose was not changing rapidly. She has low blood glucose sometimes and does not feel it. This morning her blood sugar was low, she ate and checked it two hours after and calibrate, and then got a change sensor alarm. Customer was advised of proper calibration and sensor techniques. She will monitor her blood glucose and continue using the sensor. Customer also reported a having a low of 43 mg/dl. She took a glucose shot to treat. Nothing further reported.